Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) needle driver instrument was analyzed and found the instrument was tested twice and passed the recognition and engagement tests with no issues. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Roll, grip, pitch, yaw and joggle left/right/up/down functioned without any issues. The following error was seen during log review but does not pertain to the customer reported complaint : x2 31009 ''tool sensors missing'. The instrument was fully functional. Visual inspection was performed and found no damage to the housing or tips. The housing was removed for inspection and found no internal damages. The inputs disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. The instrument tube adapter was inspected and found no damage. No product issue was found. Additionally, the instrument was found to have a dislodged grip knob. The knob located at the top is completely removed and returned. Although the grip knob is dislodged, when placing the knob back in place, the grip knob was able to rotate and open/close the grips. The grip knob could not be securely placed and would fall off if used on the system. The complaint regarding the needle driver not twisting correctly was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the needle driver instrument was not twisting correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.